Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of the touchscreen did not show any signs of damage or contamination. The touchscreen was tested, and the technician was unable to confirm the touchscreen misalignment. The touchscreen flex circuit successfully passed all resistance tests.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touchscreen was calibrated, but the issue remained. Therefore, the touchscreen was replaced, and the issue was resolved. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.